Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, a trapezoid rx basket was opened and checked, however, it was observed that the handle cannula (wire in the handle) was broken. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed that the handle cannula was detached. Additionally, the sheath was cut, possibly to remove it easily from the scope. No other problems were noted. The reported event was confirmed. Based on all available information, it is most likely that procedural factors could have affected the device performance and lead to the detachment of the cannula. An excess of force applied or perhaps the technique used could have led to the handle cannula detachment. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this reveled that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, a trapezoid rx basket was opened and checked, however, it was observed that the handle cannula (wire in the handle) was broken. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event.